Event description:
The patient reported redness around the implant site. She saw her physician and was treated for infection. The patient was seen afterward for follow-up and the infection was cleared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.